Event description:
Reporter alleged the lancet needle that is apart of the softclix device kit used in finger-stick blood glucose testing did not fully retract after use. The location of the alleged incident was not provided. As a result, no actions were taken or treatment was received. A request was made for the return of the suspect product and replacement product was sent.